Manufacturer narrative:
All buttons function properly. The insulin pump had cracked reservoir tube lip and scratched display window noted during visual inspection. The insulin pump had motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarms. However, moisture damage was noted on keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the buttons became unresponsive after being exposed to airport scanner. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.